Event description:
It was reported that during an esophogastroduodenoscopy (egd) procedure, deflation and removal difficulties were encountered. The lesion was located in an unspecified portion of the esophagus. The physician advanced the cre 15mm x 18mm balloon dilatation catheter and successfully inflated the balloon to 16.5mmhg for dilatation with an alliance inflation syringe set at 4.5atms. Upon attempting to deflate the balloon, the balloon was unable to be completely deflated. The physician was able to remove the partially deflated balloon through the endoscope. The physician attempted to re-insert the partially deflated balloon through the endoscope. The physician attempted to re-insert the partially deflated balloon catheter into the endoscope for another dilatation, however, the balloon was unable to pass through the access port of the endoscope. In an attempt to deflate the balloon, a manual syringe was attached to the device to apply negative pressure but it was not specified if this was successful in deflating the balloon. In a second attempt to re-insert the balloon through the endoscope, ky lubricant was applied to the balloon, but the balloon :still would not fit through the port". A second cre 15mm x 18mm balloon dilatation catheter was obtained and ky lubricant was applied to the device, prior to advancement to the lesion. The balloon was inflated with the same alliance inflation syringe to 16.5mmhg for dilatation. Upon attempting to deflate the balloon, the balloon was unable to be completely deflated. A manual syringe was applied to the device to apply negative pressure , however, this was unsuccessful in deflating the balloon enough to be removed through the endoscope. The balloon catheter was retracted and cut at an unspecified location to allow removal. Upon inspection, it was noted that "both balloons seemed to get too baggy, and made a rim that made it difficult to pass". Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is unknown.